Manufacturer narrative:
The reported malfunction was duplicated and isolated to the bridge board. Testing of the bridge board identified a faulty insulated gate bi-polar transistor and resistor.

Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no pt involvement in the reported malfunction.